Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, there was decreased contrast, poor quality and blurry vision. The lens was exchanged with an unknown monofocal lens after the initial implant procedure. Additional information has been requested.